Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received.¿ rationale: CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.¿ our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii" closed IV catheter system tip could not penetrate the skin and was found to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "cesarean section. Preoperative venous access was established for the patient, and it was found that the front end of the catheter tube was bifurcated and could not penetrate the skin. Immediately replaced the indwelling needle without causing adverse consequences."